Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter dislodged from the patient is confirmed, but the cause appears to be use related. One 2.7fr broviac s/l catheter was returned for investigation. The catheter extends 9.1cm from the distal end of the surecuff. Evidence of use was observed on the returned sample. Blood residue was visible throughout the fibers of the cuff. No damage or defects were noted on the cuff. A suture was tied around a 3mm catheter segment just proximal to the surecuff. The clamp was not attached to the clamping sleeve. The printing on the clamping oversleeve was partially worn. An orange colored residue was visible within the luer adaptor. A functional test of the catheter revealed that the lumen was patent to infusion. A tactual investigation revealed elastic weakness in the section of tubing between the distal end of the clamping oversleeve and the surecuff. It was reported that the dislodged catheter was observed when the patient was un-swaddled from a blanket. The inadvertent dislodgement occurred during use. The product IFU provides techniques for catheter securement and states, ¿secure catheter at exit site with a sterile dressing. The external segment of the catheter should be coiled and taped. Avoid tension on the catheter segment to prevent dislodging the catheter.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
On (B)(6) 2016 - it was reported by complainant, that patient was un-swaddled from blanket and the nurse found the cvl line out of the patient.